Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensors were giving inaccurate readings. The customer also reported that one of the sensors had no cannula and would not connect to the insulin pump. The customer's blood glucose was 8.6 mmol/l and sensor glucose was 2.3 mmol/l at the time of incident. The customer's blood glucose was 7.3 mmol/l at the time of call. The sensor will be returned for analysis.